Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display intermittently showed the top portion normally while the bottom half was a black screen, and after some time the full screen would return; the issue increased in frequency, creating concern for usability, consistent with a display difficult to read associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display readability problem and a device component issue consistent with the touchscreen leading to a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.